Event description:
A racer biliary stent was inserted into a patient for the treatment of a renal lesion. Vessel morphology is unknown. It was reported that the lesion was not pre-dilated. It was reported that while the physician was attempting to place the stent, the stent hit the edge of the guide catheter and dislodged. The physician was able to capture the stent with the same delivery balloon and pushed the stent to the renal artery. The stent delivery catheter was removed from the patient. Another manufacturer's balloon was inserted and than inflated to expand the racer stent. The size of the balloon is unknown. Upon reviewing fluoroscopy, it appeared that the stent was deformed. It is possible the stent may have been fractured. The physician placed another manufacturer's stent inside of the racer stent. The delivery system was discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
.